Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review identified that the device was used per the instructions for use IFU product label. Additionally, the reported event of seizures is one of the risks associated with surgical procedures. Therefore, is a known inherent risk of device.

Event description:
It was reported that the patient was admitted into the hospital and placed in the intensive care unit (ICU) after suffering seizures. Boston scientific subsequently received additional information that the patient has passed away.

Manufacturer narrative:
Correction to block e1: initial reporter title.

Event description:
It was reported that the patient was admitted into the hospital and placed in the intensive care unit (ICU) after suffering seizures. Boston scientific subsequently received additional information that the patient has passed away.

Event description:
It was reported that the patient was admitted into the hospital and placed in the intensive care unit (ICU) after suffering seizures.